Event description:
The customer left a review on the company's website to report that they had been using the device for approximately two months when they discovered their iud was displaced and they had become pregnant. The company followed up with the customer via email. The customer responded, stating that they were unaware at the time of displacement, but later checked their iud strings and felt that they were lower than usual. The customer stated they were not experiencing their "usual consistent pms symptoms", so they took a pregnancy test which came back positive. Ultrasound imaging was performed at a planned parenthood facility where the customer says it was confirmed that the iud had moved to a lower position "reducing its effectiveness". The customer states they had their iud removed. The customer denied experiencing any adverse symptoms during or after the procedure. The customer was advised by the company that the instructions for use that are provided in the packaging with the device state "consult your doctor if you are using an intrauterine device (iud). While uncommon, there is a risk of dislodging, displacing, or removing the iud by pulling on the iud string when removing flex reusable disc." The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.